Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt, the patient experienced tamponade due to perforation. Surgical intervention was performed with a chest tube placed, and the patient was to be taken to the intensive care unit. The lead was not used and another lead was implanted. No further patient complications have been reported as a result of this event.